Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # v609382, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported patient had loss of therapeutic effect and after checking neurostimulator (ins) found out that ins was off. It was reported that she turned it back on but woke up in the morning of the call, it was off again. It was indicated patient was in the health care provider¿s office on the day and it was noted that there was no issue with the ins. It was also indicated that patient had >4000 with 0/3 but was not using those contacts. A follow-up report will be sent if additional information becomes available.